Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported symptom, "shut down without user input/improper shutdown", which was confirmed through a review of the device event history log. The reported symptom was not reproduced during evaluation and a cause could not be identified.

Event description:
It was reported that a spectrum pump powered off without user input. Any patient involvement, injury or medical intervention is unknown.